Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage. Our field service engineer (fse) investigated the ventilator on site. During the inspection, it turned out that the expiratory cassette was broken, which caused the leakage. According to the fse, the breaking was probably caused by an accidental violent fall or shock. The expiratory cassette cannot be repaired and needs to be replaced. The root cause as to why the expiratory cassette was broken cannot be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).